Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had broken reservoir connection and missing plastic guard and o-rings. No further information provided.

Manufacturer narrative:
No missing retainer, missing reservoir tube o-ring or damage was noted on the reservoir tube lip. The pump had minor scratches on the display window, a scratched case, a broken belt clip rail, a pillowing keypad overlay and a cracked keypad overlay at the select button.